Event description:
A malfunction occurred on the customer's pump, identified by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, successfully reset the pump, and no further issues were reported. The customer was advised to continue using the pump and to contact technical support if the issue recurs.